Event description:
It was reported that the patient was experiencing pain due to the implantable pulse generator (ipg) being pressed against the surface of their skin following their weight gain. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively. The ipg remains implanted and in use.